Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type blood/solution set sprayed solution on the nurse during priming. The reporter stated that the tube was found to have "multiple small holes." There was no injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the solution reportedly sprayed on the patient. The device was received for evaluation. Visual inspection noted perforation marks in the tubing approximately four inches below the blood filter housing. A functional test was performed in which the device was spiked into an in-house 1000 ml solution bag, primed, and observed for issues; leakage was identified from the perforations. Microscopic inspection of the perforation marks was also performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.